Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 11 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia repair thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, "incisional hernia was identified and completely removed. A sepramesh ip mesh (device #1) was placed." (B)(6) 2012 - patient was diagnosed with extensive adhesions thereby underwent open repair. Per operative notes, "there was a piece of mesh that was intraabdominal that small bowel was wrapped around and had grown into. Unable to remove or separate the mesh from the small bowel, a segment of bowel was resected. There was large piece of mesh that covered the anterior abdominal wall." (B)(6) 2012 - patient was diagnosed with giant incisional hernia thereby underwent open repair with removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, "sharp lysis of adhesions in order to separate the sigmoid colon and small bowel from the mesh and the fascial edges. We then excised the entire mesh back to the fascial edges and placed a bard flat mesh (device #2)." Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, pain, hernia recurrence, erosion of mesh and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.